Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician reported that the patient underwent phacovitrectomy for vitreomacular traction. In the subsequent post-operative period, the patient experienced endophthalmitis. Clinical findings included conjunctival inflammation, aqueous cells, aqueous fibrin, hypopyon, corneal haze, and posterior synechiae. Post-operative treatment included intravitreal injections of antibiotic, along with a subconjunctival injection of steroid. The intervention was effective in resolving the infection; however, the patient experienced a persistent condition of decreased vision. Post-operative management reflected a smooth perioperative course following phacovitrectomy for macular pucker and cataract. The patient was noted to have visual changes, with improvement limited by residual visual impairment. This complaint is pertaining the two of six reports received from the same facility.

Manufacturer narrative:
Additional information provided in sections h.6., and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.